Manufacturer narrative:
(B)(4). Date sent: 11/22/2021. Additional information: h6: component code: g07. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during a laparoscopic sigmoidectomy while clamped low in the pelvis the device fired twice normally. On the third firing they never heard the 'click' and the device would not come off of tissue. They depressed the red button to fire again and it still would not come off of tissue. The surgeon created a hole above the staple line so he could insert a dolphin nosed instrument to pry the device off. The tissue appeared to be thicker than usual but not out of range. He used a different device to anastomose and one donut was formed but there was a hole in tissue. He then oversewed to complete the case. No patient consequences reported. No further information is available.